Event description:
The patient had two endeavor rx stents implanted in the rca. Approximately 36 months post index procedure, the patient suffered a gastrointestinal (gi) bleed. The patient received a blood infusion and endoscopic hemostasis. It is not assessed if the event was related to device. It is reported the patient is in remission.

Manufacturer narrative:
Evaluation results: inherent risk of procedure haemorrhage. (B)(4).